Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. Also, the device was received with an intermittent button response due to moisture damage keypad trace.

Event description:
The customer reported that the buttons were unresponsive. The blood glucose reading was 250mg/dl. Troubleshooting was performed. The customer stated that the numbers were ramping on their own. The caller also mentioned that the device alarmed repeatedly no delivery. Instructed the customer to change the entire infusion set and reservoir. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.